Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 06/10/2014 to the present date 1/13/2021 and confirmed that this device was previously returned for servicing.

Event description:
The customer reported the front case is cracked. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the front case is cracked. No patient involvement.